Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the potential adverse events associated with the use of the device may include but are not limited to : dissection of the aortic vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for a chronic aortic dissection using the petticoat-snowshoe technique. During the procedure, a gore® tag® conformable thoracic stent graft with active control system (ctag), tgm343415j, was first deployed at the proximal side, and was extended with a non-gore bare metal stent (zenith® dissection endovascular stent, (B)(6) medical). The physician then delivered a non-gore stent graft (zenith alpha¿ thoracic endovascular graft proximal components, (B)(6) medical) to reline the tgm343415j, however, the catheter shaft got stuck at the aortic curvature and refused to advance any further. The physician forcefully pushed up the catheter shaft during which the distal end of the implanted bare metal stent expanded, forming a sine (stent graft¿induced new entry tear) at the descending aorta. The physician gave up on implanting the non-gore stent graft and removed its catheter outside of the patient. A pull-through wire was formed at this point and the physician extended the distal end of the implanted bare metal stent with the same bare metal stent of different size. Subsequently, a second ctag, tgm343420j, was deployed in a way to reline the tgm343415j and two bare metal stents. Aforesaid sine was closed by the tgm343420j, however, it seemed another sine was formed at the distal end of the tgm343420j upon its deployment. The physician added a non-gore stent graft (zenith alpha¿ thoracic endovascular graft proximal components, (B)(6) medical) to the distal end of the tgm343420j, which successfully closed the sine and landed in the true lumen. The patient tolerated the procedure. According to the physician, the patient¿s aorta was fragile, and the first sine caused by the non-gore devices could have torn the vessel all the way to the distal part of the descending aorta. The pull-through wire should have been created at the beginning before implanting any devices.